Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9066918. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-07. Medical device lot #: 8330510. Medical device expiration date: 2024-02-29. Device manufacture date: 2018-11-26. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shelf carton/torn on lot # 9066918. This is the 1st related complaint for shelf carton/torn and dented and missing label content (no lot) on lot # 8330510. Investigation summary: customer returned photos of shelf cartons of 1/2cc, 8mm, 30g syringes from lot # 9066918 and lot # 8330510. Customer states that the shelf cartons are torn and there is not lot. The photos were examined and exhibited crushed shelf cartons for both reported lot numbers. Also, one shelf carton from lot # 8330510 exhibited missing lot number, manufacturing date, and expiration date information on the shelf carton. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 8330510. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200802793] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1214317, "on 08oct2019, (B)(4) received a complaint, from material 326725, batches 9066918 and 8330510. Visual inspection of the pictures from batch 9066918 found several cartons with crushing damage. Visual inspection of the pictures from batch 8330510 found several cartons with crushing damage and one without the lot coding. Process summary: the blisterpack machine packages the syringes into a sequence of individually formed pockets in the bottom web that is heat-sealed with the top web and then cut into individual blisters. Sealed blisters are then conveyed and picked and placed into a shelf carton. The full cartons are conveyed across a scale to ensure that the correct number of syringes have been placed in the carton. The cartons are then conveyed to the case pack. Once five cartons are in position, a shipper case is erected and the five cartons are shuttled into the erected case, which is then conveyed to be taped shut, labeled and palletized. There were no quality notifications or maintenance dispatches that pertained to these defects during the production of these batches. The dhrs were reviewed and there was nothing that pertained to these defects. Definitive root causes cannot be determined. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ ii insulin syringe has been found experiencing seven occurrences of missing or illegible label information before use. The following has been provided by the initial reporter: lot 9066918 > tore box, lot 8330510 >dented & tore box = 5 and no lot > 1.